Event description:
(B)(6) 11: subsequent to the initial medwatch, a user facility medwatch report was received that states "during the procedure the surgeon took the post dilated balloon and dilated it up to 12 atmospheres and the balloon burst, leaving fragments of the balloon on the wire. The surgeon was unable to get the fragments to come into the shuttle sheath. After several attempts the surgeon was able to get the shaft of the balloon cut. The surgeon then took out the shuttle sheath and advanced an introducer sheath and was then able to snare all of the remaining balloon fragments and the embolic protection system. The surgeon successfully removed the balloon fragments without complications to the patient. The original intended procedure was reported as a cardiac catheterization with stent placement." The user facility medwatch indicated the viatrac plus had been reprocessed and reused on the patient. Facility contacted and cath lab staff confirmed that the viatrac plus had not been reprocessed as was indicated on the user facility medwatch. The stenting procedure was in the carotid artery as initially reported.

Event description:
It was reported that during stent post-dilatation in the heavily stenosed and heavily calcified internal carotid artery, the rx viatrac 14 plus balloon ruptured when inflated to 14 atmospheres. During balloon catheter removal, resistance was met and the delivery catheter could not be pulled into the introducer sheath. The balloon detached, remaining on the barewire, and the remainder of the catheter was removed. Due to balloon material on the filter wire, the filter recovery catheter could not be used to remove the filter. Despite the use of buddy wires and other catheters, the balloon could not be retrieved from the wire. Therefore, the introducer sheath and filter were pulled down into the aorta and the sheath was exchanged for a larger 8 fr sheath. The filter, wire and balloon were pulled into the 8 fr sheath and were completely removed from the anatomy. There was no adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not provided; therefore, a device history record review could not be performed. Based on available information, a conclusive cause appears to be related to the circumstances during the procedure as the case description described that the difficulty experienced was due to balloon material on the filter wire and it is not necessarily an indication of a product deficiency. The rx viatrac 14 plus is being filed under a separate medwatch report number.

Manufacturer narrative:
(B)(4).